Event description:
The micro sagittal saw was returned for service. Upon evaluation, it was found to overheat. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be filed if the device is received and after a quality investigation has been completed.